Event description:
On march 5, 2026, senseonics was made aware of an incident where the user reported of receiving. No sensor detected alerts which led to early sensor removal.

Manufacturer narrative:
The user reported experiencing difficult with obtaining stable signal between sensor and transmitter, receiving "no sensor detected" alerts. Despite repeatedly achieving excellent signal in the placement guide during phone and zoom assisted troubleshooting, the alerts occurred during normal activity, sitting, and overnight, causing significant frustration and sleep disruption. Extensive placement testing was completed with excellent stable signal in all directions. She noted that the skin on her arm may be slightly loose. Over bandages, kt tape, scarf, and armband were suggested for stabilization. Also clinical 1:1 review, which found correct application and no clear positional trigger. Due to continued issues, the smart transmitter was replaced. Initial post-replacement placement testing showed excellent signal, but the user later reported persistent disconnections, even with stabilization measures. Due to the persistent issue, the user was referred to their hcp for sensor removal and replacement. Both the sensor and transmitter were returned for further evaluation. Investigation found that the returned transmitter passed all tests and there was no problem found with it. The returned sensor was also able to achieve an excellent and stable signal with the transmitter. No malfunction was observed with the sensor to transmitter connection. The issue was likely due to the user's inability to maintain proper placement of the transmitter over the sensor. This MDR is submitted retrospectively following an internal review.